Event description:
Complainant alleged that during pt monitoring. The was unable to obtain an ECG signal using the attached electrode pads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product and will be providing a follow-up report when our investigation is completed.